Event description:
Note: this report pertains to four devices used during the same procedure. Refer to manufacturer report # 3005099803-2011-02705, 3005099803-2011-02710 and 3005099803-2011-02712. It was reported to boston scientific corporation that four radial jaw 4 biopsy forceps devices were used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, after obtaining a tissue specimen from the patient's stomach, the device was withdrawn. However, the forceps jaws failed to close and the device became stuck in the endoscope. The forceps and scope were removed in tandem, then the forceps was cut and removed from the scope. Three additional radial jaw 4 biopsy forceps devices were functionally checked outside the patient which found that the jaws were not able to be closed. The procedure was not completed due to this event. Reportedly, no additional anomalies were noted to the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).